Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl and 400 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with the insulin and manual injection. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The customer reported that the hat infusion set cannula was bent. Customer was educated on causes and prevention of bent cannula. Auto mode was not mention if in use. The insulin pump will not be returned for analysis.